Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 and t2 of the fast fix 360 device were deployed simultaneously. All t implants were removed from the patient using tweezers. The procedure was successfully completed with no delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device shows it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The knot was not tightened down. The actuator is in the pre-t2 position. A functional evaluation of the device showed that it cycled as intended. An evaluation of the customer provided image showed the needle end of the device. The t1/t2/suture were off of the needle and laying beside it. The knot had not been tightened down. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.